Event description:
Previous right total knee prosthesis, inserted 2005, causing pain and swelling was removed and replaced. Upon exposure, malrotation of the femoral component and varus positioning of the tibial component were found.